Event description:
IV medication (cardizem) was infusing at 2.5 mg/hr. The rn turned the IV drip off as requested by physician. The rn then went to close the roller clamp and the clamp was already closed and no alarm had gone off during the infusion. There was about a 45 minute time frame that the patient did not receive the medication. There was no patient harm. Biomed assessment: when the pump was checked the pcu and ovp modules functioned properly and according to manufacturer's specifications. At low infusion rates, it can take a while for enough pressure to build before the occlusion alarm is activated. Also, the roller clamp may not have been closed all the way, allowing a small amount of fluid to pass through.